Event description:
Reportable based on device analysis completed on 08 december 2021. It was reported that during preparation for a re-do pulmonary vein isolation a intellanav stablepoint open-irrigated catheter showed the "force system error" when connected. The system was restarted but the issue was not solved. The cable and the catheter were exchanged by another device of the same type and after the second restart the issue was solved. The procedure was successfully completed with no patient complications. Device is expected to be returned for analysis. However, device analysis revealed that the device failed the distal end section leak test, however no evidence of a leak internal.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon functional test the steering knob and the tension control knob functioned properly on both lock and unlock positions. There was no abnormal resistance coming from the tension knob. For the electrical tests, the resistance values revealed an open mips 3. Also, failed automated e1 electrical test for mips 3 open. Pressure leak test showed that lumen pressure decay was measured three times were it passed with values below acceptable limit of 0.14 psi. The distal and decay was measure three times with results of a gross leak above the acceptable limit of 0.044 psi. The 10 psi external handle pressure bubble leak test passed. No anomalies were found after x-ray inspection. Error message 1704-2 was verified on rhythmia hdx system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.